Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review, "efficacy of infection eradication in antibiotic cement-coated intramedullary nails for fracture-related infections, nonunions, and fusions", 2 patients (out of 111) suffered from fracture nonunion after having a primary antibiotic cement-coated intramedullary nail procedure (accin). Those patients needed a limb amputation to address the non-union. The primary accin procedures were performed for the treatment of infected nonunions or infected arthrodeses. The current state of health of the patients is unknown. No further information is available.

Manufacturer narrative:
Additional information added: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - impact code).